Event description:
The user facility reported that a bovie tip came out of an electrocautery pencil during a procedure, and a pt sustained a superficial burn to the lip. The burn required local care only.